Event description:
A hosp in a foreign country reported that the plastic part of the 900mr508 heater wire assembly was damaged and broken. According to the hosp, the cleaning of the 900mr508 heater wire at 75 degrees celsius and subsequent sterilization, at 55 degrees celsius ethylene oxide gas sterilizing could have been a contributory cause.

Manufacturer narrative:
Methods: no info to date. Results: investigation still underway, no results to date. Conclusions: no conclusion can be made at this time. The device is reusable. However, we do not know whether the problem was discovered in use.